Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was over 500 mg/dl and current blood glucose is unknown and customer's blood glucose while hospitalized was 500 mg/dl. The date at which customer was hospitalized was (B)(6) 2017. The cause of hospitalization was high blood glucose. The customer did not experienced any symptoms. The customer was treated high blood glucose with manual injection. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer had a high blood glucose of over 500 mg/dl. It also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test due to faulty orce sensor resistor . Unable to finished occlusion test due to motor error alarm. The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap (p) at coin slot area.